Event description:
It was reported the patient experienced pain and a loss of therapy. It was noted the issue was experienced ¿with a trauma.¿ impedance testing was performed and found impedances ¿over 10000¿ ohms on all electrodes when using electrode one as a reference. The patient¿s lead was replaced at the time of report as a result of the event and the issue was resolved. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3877-45, lot implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
Device analysis for the unknown lead revealed the lead body conductor was broken at the injex anchor site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.